Event description:
The customer reported the ventilator is alarming o2 range error. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and attempted to recalibrate the ambient air and 100% o2 calibrations, but they failed. Replaced the o2 cell with a new o2 cell and performed ventilator performance testing according to manufacturer specifications. Unit meets all factory specifications.